Manufacturer narrative:
Additional concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2017; (B)(4) lead, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the right ventricle was rising and elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased threshold the week following implant. During the lead re vision, difficulty was experienced controlling the lead through the delivery catheter. A different catheter was used and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that a test catheter was used and the lead passed through it with no resistance. If information is provided in the future, a supplemental report will be issued.